Event description:
It was reported that the customer experienced a low blood glucose in the 40 to 49 mg/dl range. Customer stated she did not have time to troubleshoot the issue. At the time of reporting this, the customer was receiving alerts for errors with her sensor and her blood glucose was 241 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.